Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that upon interrogation, a device reset was presented. The patient had been exposed to radiation several weeks ago. The device was reprogrammed and the reset was cleared via etp. When the device was reinterrogated, the alert reset was gone and device parameters were restored to their previous values. The device remains implanted.